Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination identified no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Functional testing was undertaken, and the device did not perform as expected. The device case was removed to facilitate inspection and testing of the internal components. High powered visual inspection found that the battery insulation liner did not completely insulate the battery, resulting in the battery case making contact with the device case. This resulted in the reported clinical observations.

Event description:
It was reported that the patient with this recently implanted pacemaker experienced pocket stimulation. Technical services (ts) was consulted, and it was found that there were high pacing thresholds in both right atrial (ra) lead and right ventricular (rv) lead during threshold testing. In addition, variations on the impedances were noticed. Subsequently, after a data review it was determined that the power consumption was higher than expected, this behavior seemed to be related to a hardware and battery issue. As a result, this pacemaker was successfully explanted and replaced. No additional adverse patient effects were reported. This pacemaker was already returned to boston scientific.

Event description:
It was reported that the patient with this recently implanted pacemaker experienced pocket stimulation. Technical services (ts) was consulted, and it was found that there were high pacing thresholds in both right atrial (ra) lead and right ventricular (rv) lead during threshold testing. In addition, variations on the impedances were noticed. Subsequently, after a data review it was determined that the power consumption was higher than expected, this behavior seemed to be related to a hardware and battery issue. As a result, this pacemaker was successfully explanted and replaced. No additional adverse patient effects were reported. This pacemaker was already returned to boston scientific, however, further analysis has not been yet completed.